Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged damaged casing issue was verified. The cartridge compartment was found to have cracked with a section missing. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was found running from the threads to the case seal along the side of the grip pad. A section of the compartment was found missing from the compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.